Event description:
Customer claims there is a continuous alarm when pressure is applied and released from the sensor pad. The unit buttons do not respond. The unit was tested with different sensors. There was no pt injury reported.

Manufacturer narrative:
(B) (4). (B) (4).